Event description:
During an initial implant procedure for the atrial leadless pacemaker (alp), it was observed that the alp did not release during tether misalignment while in long tether mode. The alp was also unable to dock back into the docking cap. The alp was then explanted and replaced to resolve the event. It was noted that the catheter and alp were unable to be separated after explant. The patient is stable with no consequences.

Manufacturer narrative:
The reported event of a connection problem could not be confirmed. Visual inspection noted the outer helix was compressed out of specification and found no anomaly on the inner helix. The helix compression is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.